Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did the patient actually experience a foreign body reaction in the wound? If yes, was any treatment required for the foreign body reaction? No were there any adverse patient consequences? The surgery delayed for about 5 minutes. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture piece and a suture piece were received for analysis. Overall review of the returned sample shows that the swage and attachment area of the needle were noted to be as expected. The needle is still attached to a suture piece. In addition, the end of the suture piece had a horizontal cut. The suture piece was examined, one end was damaged and matched with the needle suture piece. In the other extreme, the end was found cut probably by a surgical instrument. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: were there any patient consequences? How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient actually experience a foreign body reaction in the wound? If yes, was any treatment required for the foreign body reaction? Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and a barbed suture was used. During the procedure, while the doctor was suturing, the suture broke in a brushed shape. The broken suture was immediately stopped and new suture was used. This incident resulted in an extension of the surgery time. Possible foreign body reaction in the wound, increasing the economic burden on the patient. Additional information was requested.